Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed since the problem could not be replicated. One 7 fr d/l hickman catheter was returned for evaluation. A visual observation of the catheter showed that the d/l tubing extended 19.8cm from the distal tip of the bifurcation. A suture is tied around the catheter 3.5cm proximal to the cuff. Residue is visible within the fibers of the cuff, which is indicative of use. A repair was made to the extension leg with the white connector 4cm proximal to the bifurcation. Functional testing showed that both lumens were patent to infusion. It was reported that an angiogram showed a leak in the ij region. No leaks were detected in any part of the catheter during infusion or pressurization. It is unknown if any complications associated with the clinical setting contributed to the alleged leaking. A lot history review (lhr) of huye0270 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was said that when her staff was doing dressing for patient, they found that the line was allegedly leaking at the exit site . It was said that, patient was sent for angiogram, on the angiogram it was found that there was a leak in the line - in the ij region . The line was eventually removed by a surgeon.